Manufacturer narrative:
The emdr with manufacturer report number (MDR 3005778470-2026-00414), submitted on 09mar2026 was submitted in error as this case was determined to be not reportable. Please retract the report.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
End user reports unknown qty from 10 catheters with holes in packaging. No harm reported. There was no additional information. This emdr covers the unknown qty from this lot #.